Manufacturer narrative:
There are no allegations of system or component failure and the patient used the nalu system for over a year prior to removing. Explant was performed so that the patient could have an MRI and subsequent surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. On (B)(6) 2024 the firm became aware that the patient had a full system explant performed on 05dec2023 in preparation for back surgery that is unrelated to the nalu implant.